Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the ipl was placed the first time but threshold was high. The physician attempted approximately seven times to place the ipl in different positions, but high thresholds were still obtained. It was also reported that the ipl was extracted to check if there was some tissue in the active fixation tip, but lead body bending was observed. The ipl was exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead passed introducer test. Tissue is visible inside returned helix. Removed tissue with alcohol, helix operates within specification.